Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the host pc was not booting. Multiple restarts have been performed without success. The fse reloaded the host pc software from scratch and performed all the configuration & calibration manually. After functional checks, the system was returned to working condition. The codes were updated based on the investigation outcome.